Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The type IV endoleak was observed at the end of the index procedure and not noted at the end of the intervention procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (implanting device in iliac aaa only). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured right common iliac aneurysm and a fistula in the vena cava. The patient also had a 5 cm in diameter abdominal aortic aneurysm. It was reported that during the initial procedure the physician was unable visualize therefore unable to embolize the right internal iliac takeoff. Therefore, the physician covered the right internal with an endurant 16x13 stent graft and landed 2-3 cm into right external. On final angiogram there was a distal type I endoleak in the right internal iliac that was continuing to fill with contrast and communicate/filling the fistula. The CT revealed that the distal type I endoleak continued to feed the iliac aneurysm which was communicating/feeding the fistula in the vena cava. The physician elected to implant coils and the distal type I endoleak was resolved. A possible type IV endoleak was observed at the end of the procedure. Per the physician, the event is related to the patient¿s anatomy, due to pre-existing ruptured iliac aneurysm and fistula in the vena cava. Per the physician, the cause of the type IV endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.